Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black foreign material was observed on the fill port of thirty six (36) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue occurred prior to drug mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between march 26th, 2020 ¿ march 27th, 2020. H10: thirty-six (36) devices were received for evaluation. A visual inspection was performed, and it was noted that that dark foreign matter was observed on the inside diameter of the fill port connector of one (1) sample. Additionally, a visual inspection with magnification was performed, and it was noted that the dark foreign matter was embedded on the inside diameter fluid pathway. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for the remaining thirty-five (35) returned samples. The reported condition was verified for one sample; however, not verified for thirty-five samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.